Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Additional information was requested. The reporter provide a component reference and lot number . Investigation is in progress to identify the reference and lot number of the prothesis associated to this component, to review the device history records and traceability. Investigation ongoing. Device evaluated by MFR: not returned to manufacturer yet.

Event description:
Mobi-c p&f us: revision due to pain and implant fracture. A revision surgery was performed on (B)(6) 2019 due to increased pain, resulting in explant and fusion (c5-c7). The implant was intact when placed on (B)(6) 2018, but found broken upon removal during revision surgery. The date on which the implant was broken is not known. The reference mb062k lot 5252403 of superior plate was provided, however a clarification was requested as this lot number was not found in our records. Additional information was received on (B)(6): the patient is in stable condition, discharged home. No identified contributing conditions related to the event. Is not known if the surgical technique was followed during initial surgery. No x-rays could be provided. There was not trauma. The patient is smoker. The event occured in level c6-c7. Photos of the removed device were provided. Additional information was received on (B)(6): the lot number on the disc is mb062k/ 5252483. Additional information was requested. Investigation ongoing.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to ldr medical. No examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, the cause for the event could not be determinated. From pictures provided, it was not possible to determine if any part of device was broken and taking into account that the product can not be analyzed, it is not possible to confirm this issue. No conclusion can be adequately done without post op x-rays from initial surgery, to assess the disc preparation and the irm by the time of the revision to detect any potential degeneration. The pain and migration of device, can be explained by an incorrect choice of implant size, incorrect distraction or incorrect disectomy during the initial surgery . However, with available inputs, these hypothesis could not been confirmed. Root cause: undetermined with hypothesis of user error during initial surgery (poor preparation or wrong size selected). If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
Mobi-c p&f us: revision due to pain. On april 1st 2019, (B)(6) hospital contacted zimmer biomet to report an issue with mobi-c cervical disc. According to information reported : a revision surgery was performed on (B)(6) 2019 due to increase of pain, resulting in explant and fusion (c5-c7). The implant was intact when placed on (B)(6) 2018, but found broken upon removal during revision surgery. The date on which the implant was broken is not known. The reference (B)(4) lot 5252403 of superior plate was provided, however a clarification was requested as this lot number was not found in our records. Update on april 15th 2019: the patient is in stable condition, discharged home. No identified contributing conditions related to the event. Is not known if the surgical technique was followed during initial surgery. No x-rays could be provided. There was no trauma. The patient is smoker. The event occured in level c6-c7. Photos of the removed device were provided. Update on april 22nd 2019: the actula reference of the prothesis component is mb062k lot 5252483. Update on april 23rd 2019: according to reference of disc and photos provided, it was possible to know the ref/lot of the concerned prothesis. It's mb3356 lot 5253461. Update on may 9th 2019: additional clarification from reporter confirmed that this case is a duplicate of another complaint (registered internally under ref (B)(4)) that was treated in report ref 3004788213 - 2019 - 00139. The event update description is : patient with cervical surgery one year prior, had improvement noted in the beginning but had pain return. Patient and surgeon decided to proceed with disc removal and fusion. Surgeon found the polyethylene had popped out of the disc upon inspection post operatively.